Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to gradual loss of function. Upon initial dissection, the physician observed the pump tubing was worn. All components of the existing ipp were explanted and replaced with a new ipp. There were no patient complications. The explanted components are not expected for return.